Event description:
The event was reported as: the one way valve broke apart while the device was being used by a pt. The valve was sucked inside of the mouthpiece of the device. The valve was removed from the mouthpiece before it reached the pt's mouth. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The results of the investigation are not available at the time of this report. A f/u report will be sent when investigation is completed.